Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference #1627487-2015-12734. It was reported the patient no longer experienced effective stimulation following a fall. The physician explanted and replaced the leads. It was noted during the procedure that the leads had migrated. The patient's stimulation was restored.